Event description:
It was reported that the centrimag console stopped working during patient support with an s3 alarm. The patient was immediately converted to a backup system to take over support of the patient. It was noted that no log files were available from the event. There were no patient symptoms.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D9: corrected manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file. The log file captured an s3 alarm on (B)(6) 2024 while the system was operating around the set speed. The alarm was cleared within the same minute of activation. The alarm did not cause the console or motor to stop working and it did not prevent the system from operating as intended. The returned centrimag motor (serial number (B)(6) was functionally tested at the european distribution center and was found to perform as intended. Atypical events were unable to be reproduced. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.